Manufacturer narrative:
The unit was received dirty and was tested as received. The unit was unable to be tested completely as received because of p-17 alarm and the inability to calibrate the load cell. If the user calibrated the unit as described in the operator's manual, the p-17 alarm would prevent the unit from operating. The unit was repeated, inspected and released to inventory.

Event description:
The unit had overfilled the final container on the basis of final bag weight. The calculated weight of the bag, solution and clip was stated to be 440gm by the account. The actual weight of the filled bag was 475 gram. This reported difference exceeds the specification limits of the unit, so the user was advised not to use the unit, which was swapped out. No patient involvement.